Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 5: reference MFR. Report#: 1627487-2017-05410, reference MFR. Report#: 1627487-2017-05411, reference MFR. Report#: 1627487-2017-05412, reference MFR. Report#: 1627487-2017-05414. It was reported the patient had been experiencing pain at the ipg and lead site. In turn, the patient underwent surgical intervention. During the procedure, an infection was found. As a result, the patient's scs system was explanted. The patient was given antibiotics intravenously for a couple of weeks following explant. Culture results came back positive for staphylococcus epidermidis. The infection resolved over time.